Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that approximately one week post index procedure a follow-up was performed and proximal type ia endoleak was present. The physician attributed the endoleak due to the short, angulated, and aneurysmal proximal neck. The patient has been monitored and CT seemed to be taken every 6 month. The aneurysm diameter was gradually enlarged. It was reported that recently the patient was taken to a hospital due to an impending aneurysm rupture. The physician elected to perform an open surgical repair and with the replacement of a synthetic vessel. No clinical sequelae were reported and the patient is doing fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Film review analysis: review of pre-implant 3d/sizing revealed that the proximal neck diameter was 20mm below the renals, and 15mm lower was 22mm in diameter. The neck length was 2cm and was angulated 63deg max a-p and 27deg lateral. The neck was mildly calcified. The max aaa diameter was 59mm, and the distal aortic diameter was 23mm with calcification. The iliac arteries were non-tortuous with some calcification. The cause of the reported proximal type I endoleak seen 1 week post-implant could not be determined. Films during and post-implant were not available for review and the endoleak could not be assessed. It is possible that the highly angulated proximal neck may have contributed.